Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt started feeling an 'electronic like sensation, buzzing bzz, bzz, bzz' where the scrotum meets the groin. It started about a week ago. Pt said it was a funny feeling. Healthcare provider (hcp) wanted to do x-rays because may be leads became loose. Pt wanted to wait and see if it goes away. Pt said the sensation was not painful but it was weird to feel it near your privates. Pt said they even tried touching themselves to see if pt could feel it with their fingers. Pt said they did not have any falls or trauma. Pt said their leads were between the shoulder blades and implant was in lower left side of the back. Pt said they tried turning stim off and they had 4 programs in the group. Reviewed pt would need to turn off on all programs or press the stim on/off button. Pt turned off stim on the call. Pt said they needed to sit quietly and calmly. Pt said the sensation went away with ins be ing off. Pt then said they started feeling it again. Pt was redirected to hcp. Reviewed hcp can contact a rep if needed

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2020. Product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 14-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2020. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back and stated that they spent the weekend at baylor hospital and pt needs an MRI but MRI facility refused to scan him. Pt eligibility is showing head only on his controller in MRI mode. Pt stated his leads are between their shoulder blades. Patient services (pss) suggested that pt contact the hcp regarding changing the eligibility. Pss is sending an fyi message to the local field rep about pt call.